Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the balloon dilator, the doctor tried to dilate a balloon and it popped. The event occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ecrp) with stone extraction and the procedure was completed using another device. The patient was under sedation and there was a fifteen minute delay but there were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.